Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, advising the customer on using mdi as a backup therapy and outlined procedures for returning the malfunctioning pump. The customer was informed about receiving a pump with updated software and received training instructions.